Event description:
It was reported that the pt experienced an infection with the following symptoms: flu-like symptoms, fever, and swelling. The pt also experienced pus and bloody drainage which was found to contain staphyloccocus. The pt's mother indicated that the pt had methicillin resistant staphyloccocus aureus (mrsa) in the urine at the time of implant. She stated that her son was not checked for infection prior to implant due to lack of reporting by the nurse home caring for her son. The healthcare professional had stated the he "hit something" during the implants and they double sutured it. The device was explanted in 2008. The pt's mother indicated that the pt may only have a few months to live due to "a variety of medical issues". She expressed dissatisfaction with the care the pt was receiving. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.